Event description:
It was reported that the piston on the pump had snapped off while the customer was attempting to change the cartridge, and customer was unable to load a cartridge onto the pump anymore. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.